Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited diaphragmatic stimulation. It was also noted that this device, lv lead, right atrial (ra) lead (from another manufacturer), and right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. Surgical intervention was taken to explant and replace the device for normal battery depletion. During the changeout procedure, the lv lead was capped and replaced. No additional adverse patient effects were reported.